Event description:
Mammo chair was in flat position while pt lying on her right side. Dr asked her to roll onto her back. When she did this the head section of the chair moved to trendelenberg position knocking dr backward into the lead shielding and hit his head on the lead shield to cause minor laceration. The pt was not injured.